Event description:
It was reported the device was being prepared for use during a medically terminated pregnancy and the pressure chambers "were not holding enough pressure". Reporter verified the clamps were open and the access device was patent with good flow rate. No patient injury was reported.